Event description:
It was reported to philips that monitor was stopped. No harm to the patient or user was reported to the philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information the monitor did not stop displaying, but the customer requested the positioning of the monitor to be adjusted. The system was outside of clinical use. A philips field service engineer (fse) visited onsite, and adjusted the positioning of the monitor. After that, the system was returned to good working condition and was ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no system malfunction. Investigation identified that the customer requested for adjusting the positioning of the flexvision monitor. Since there was no malfunction of the system, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcomes.